Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. This finding was expected because, based on the received information from the field, the device did not provide sufficient benefit and elicited facial nerve stimulation due to a partial migration of the active electrode out of cochlea, which was confirmed during explantation surgery. The experienced facial nerve stimulation was most likely due to electrical stimulation in the middle ear caused by the extra-cochlear channels. The recipient was re-implanted with a shorter electrode type. This is a final report.

Event description:
The user suffered with facial nerve stimulation (fns) since activation on channels 6-10. Bi and triphasic pulses were tried to give enough volume to the user without getting fns but with no success. The stimulation caused headache and pain. The user was re-implanted with a shorter array on (B)(6) 2022. At the revision surgery 5-6 channels were found extra-cochlear. The user is doing well with the new device and no fns is present.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At the explantation surgery 5-6 channels were found extra-cochlear. According to the implant registration card a full insertion was achieved at implantation but no device fixation was used. A scan performed immediately postop showed the electrode being well positioned in the cochlea with the exception of electrodes 11 and 12 which were extra-cochlear. The user was re-implanted with a shorter array.